Event description:
A malfunction was reported with a malfunction code, malf 9, appearing on the device. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support (cts) provided instructions to reset the pump, assisted the customer through the reset process, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.